Manufacturer narrative:
Per the clinical review on 05/15/2015: according to the ccp, there were no known issues with the calibration of the epgs. Prior to cpb, the ccp used the sliders to raise and lower the gas flow to ensure the gas system was operational and there were no issues observed. On the initiation of cpb (on this 13 kg pt), the fraction of inspired oxygen (fio2) and gas flow (1.5 1//min) was set with the sliders and in the first few seconds of cpb, the arterial blood was dark in color and this hypoxia and confirmed with the blood parameter monitor (bpm). The ccp partially filled the heart (while remaining on cpb), and he asked anesthesia staff to ventilate the pt (with the ventilator) as he troubleshooted the gas system. The ccp reached down and used the local gas controls and he was able to provide gas flow to the oxygenator and the color of the blood improved. The procedure was continued, after this two minute delay in the start of the procedure, the ccp was able to later use the epgs sliders without issue and he used them for the remainder of the procedure. The procedure was completed successfully, with a delay of two minutes and there was no associated blood loss. There was no harm observed. Eval is in progress, but not yet concluded. The field service rep (fsr) could not verify the reported issue. He checked the wall pressure, which was ok. He checked fio2, and it was ok. The fsr downloaded the data logs, no epgs problem showed on the logs. The fsr replaced the epgs. The unit operated to MFR specs and was returned to clinical use. The suspect unit was returned to the MFR for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) had problem adjusting flow to 1.5 liters per minute (1/min) using electronic controls for the electronic pt gas system (epgs). There was no audible tones observed. The flowmeter was available and was reading properly. When the ccp tried to adjust the flow electronically using the central control monitor (ccm) slider to 1.5 1/min, the epgs would not adjust. After a couple of minutes, the ccp was able to manually adjust the system and continue case. There was a two minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the complaint. The pst connected the electric patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (lpm) and 100% o2 was 1.84 volts, within the specification of 0.55-2.758 volts. After calibration, he adjusted the flow rate using the slider control on the ccm and was able to adjust the flow rate from 0-10 lpm with no failure to adjust to 1.5 lpm. He repeated the operation of the ccm flow rate slider multiple times with no failure occurring. Nothing was observed that would cause failure. Per log analysis, there is no indication of a problem with the gas system in the log. If a flow is set and the gas system cannot achieve the set flow, a flow fault would be logged. This did not occur. Flow adjustments were reported to be functional before and after the issue was observed. No additional action will be taken at this time.